Event description:
It was reported that approximately one month post implant during an evaluation of the device, constant crosstalk events after atrial pacing and high pacing impedance were noted. Reprogramming was attempted, but did not resolve the issues. Surgical intervention was performed. The lead connections and measurements were normal until the lead was reconnected to the device. After being connected to the device high impedance and crosstalk re-occurred. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).